Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during an open esophagectomy, all deployed staples were loosely b-formed at the fourth firing between the esophagus and the stomach. The cartridge was blue. Additional suture was performed by hand to complete the case. There were no adverse consequences to the patient.